Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when ligating the blood vessels during a laparoscopic low anterior resection, the absorbable clip was broken. A new absorbable clip was used to complete the case. There was no patient injury.